Manufacturer narrative:
Additional PMA/510(k)'s: k023700, k002907.

Event description:
The patient was being treated for a subarachnoid hemorrhage and a ruptured aneurysm in the distal right posterior cerebral artery (pca). The target vessel was very narrow, 1-2mm, in severely tortuous anatomy. The physician attempted to advance the guidewire but was unable to "feel the distal tip move". "The tip would be fixed by the vessel wall" which led the physician to believe a vasospasm had occurred. The vasospasm could not be observed under fluoroscopy due to the narrow vessel. As the device was being withdrawn, reportedly approximately 35cm of the nitinol hypotube separated from the core wire. The remainder of the guidewire was removed with the microcatheter. The physician was unable to access the target lesion using a non-boston scientific catheter and guidewire. The nitinol hypotube was not removed due to the patient's "unstable condition". The procedure was then terminated in order to stabilize the patient. As of 2007, the patient's condition was unchanged.